Event description:
Felt resistance when advancing gw through introducer. Attempted to pull gw back out, and it frayed/broke. Was able to remove all pieces.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.